Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon realized under operation that the patient had sclerotic hard bones, and used drill and tapping before the screw innersetting. Even thou the placing of screw was very hard, and in the end of screwing the tip of the innerpart of the screw driver broke and the tip was placed inside the screwtop, not possible to move away. They had extra screwdriver for the rest of screws at the actual operation.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a fracture at the driver's distal tip. The device was sent for fracture analysis which suggests the driver underwent a quasi-static overload torsional shear failure. Hardness testing was also conducted. Device met all specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.